Event description:
The rep is reporting that after drilling a hole in the glenoid with a lupine fish mouth drill guide, the surgeon found metal shavings left behind in the joint. The shavings were removed with suction. After the shavings were removed the knots were tied and the incisions were sutured out. The case was completed successfully with no pt consequences.

Manufacturer narrative:
We believe that this type of event is most likely technique related. Extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated. However, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing the some metal to shave off of the drill guide, the reported condition was then duplicated. There are some mfg processes/design changes being made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with, which this complaint is observed in the field. When and if the complaint device is received here at MFR, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause, a follow-up report will be filed.